Event description:
It was reported that stent damage occurred. The patient presented with non-st segment elevation myocardial infarction. Vascular access was obtained via the radial artery. The 95% stenosed, 2.50mm x 40mm, eccentric, and de novo target lesion with a <=45 degrees bend was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 48 synergy drug-eluting stent was advanced but it failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.